Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "on (B)(6) 2025, the doctor found cuff leakage when using on patient. Change new tube. The patient was reported as fine. There was no reported harm or consequence."

Manufacturer narrative:
(B)(4). The reported complaint of cuff leakage could not be confirmed based upon the investigation of the sample received. The customer returned an actual sample for investigation. Based on visual inspection of the actual returned sample, no defect was observed on sample. Functional testing was performed by inflating the cuff and no pressure decrease was observed, indicating that no leak or slow leak was present; the pressure remained stable. A device history record review was performed, and no relevant findings were identified. Based on the investigation of the returned complaint device, no issues were found.

Event description:
It was reported that: "(B)(6) 2025, the doctor found cuff leakage when using on patient. Change new tube. The patient was reported as fine. There was no reported harm or consequence.".